Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable pacemaker exhibited a lead safety switch due to high right ventricular (rv) pacing impedance measurements. The patient was evaluated in the clinic, and in unipolar configuration the impedance and threshold measurements were within normal limits. There were episodes of rv noise, which could not be reproduced. The lead was then checked in bipolar configuration and the impedance and threshold measurements were also within normal limits. No further troubleshooting was performed, and no actions or interventions had been planned or performed. No adverse patient effects were reported. The device remains in service.